Manufacturer narrative:
Confirmed defective device would not be returned (B)(4) 2011, but the customer sent photographs confirming that needle broke below the needle/hub connection. No a mechanical crimp (process) failure. Breakage could be due to limited number of causes: flaw in the metal at the break point, accidental damage during manufacture or packaging, or excessive manipulation during use. Without the needle, we cannot inspect for a flaw but this failure mode is unlikely based on our experience and would be a very rare event. Our process steps are simple: minimal material manipulation, operators well trained on proper handling. It is possible but not likely that the needle was damaged at the break point. Our process risk assessment does not currently identify any critical control points linked with this failure mode (risk of needle breakage), and no new process controls have been identified for implementation at this time. We have no details on the medical procedure used, but manipulation of the needle within the patient tissue to locate a specific nerve is common practice. The needle in question was small (30 gauge) so it is possible that breakage could result from bending or otherwise stressing the needle during use. Conclusion - any of these potential root causes could be true, but none are confirmed. Because of the low incidence of this problem ((B)(4)), no corrective action will be taken at this time. Patient impact - does not meet the definition of reportable malfunction in 21 cfr 803.3.

Event description:
Please cross-reference medwatch uf report #(B)(4), filed by (B)(6). During emg procedure, needle broke off and remained in patient leg. Was not removed, per parent decision based on medical consult.